Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was not responding and keypad button was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and pump returned to normal function after inserting a new battery and pump passed self test. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify unresponsive button/stuck button error alarm due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the keypad connector, keypad flexible cable, electronic assembly. However, peeled keypad overlay found corroded keypad traces. Swapping out test boards confirms blank display, problem isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked case (battery tube). Unable to confirm unresponsive button/stuck button error alarm due to blank display. Blank display, problem isolated to pcba2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.